Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d10: device availability - additional h2: additional information/device evaluation h6: event problem and evaluation codes - additional.

Event description:
It was reported that loss of connection occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device/download was performed and passed. A review of the share logs was performed and signal loss was not found for serial number (B)(6) within the investigation window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. The reported event of loss of connection is reportable based on the customer complaint confirmation was undetermined because there is no data in the cloud and no data within the investigation window for the bin tool analysis. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.